Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia to 61 mg/dl after two back-to-back ¿usual lunch¿ meal announcements were entered without food intake, while insulin delivery had already been suspended as glucose trended down, and the event was acknowledged as user error with glucose improving after oral carbohydrate treatment. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and improvement without hospitalization. Investigation included review of insulin delivery status and user-entered meal announcements. Investigation of this case revealed an accidental duplicate meal announcement leading to excess insulin dosing despite an active insulin suspension, consistent with user error and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement.